Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer has been having issues with the device alarming no delivery. Customer discontinued use of the device since she did not know what to do. Customer's blood glucose was unknown. Customer's mother was advised to use a new set and call back if alarm occurred to perform proper troubleshooting. Troubleshooting was not performed and alarm was not occurring during the call, unable to determine possible occlusion. No further information reported.